Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that just prior to the patient's routine generator change-out this right ventricular (rv) lead exhibited impedance measurements > 2500 ohms and had high thresholds. There were no episodes of asystole. The lead was surgically abandoned and a new rv lead was implanted. There were no adverse patient effects reported.